Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7131689, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4) model number/catalog number: sc-2218-50 serial number: 7132512 batch/lot number: 7132512, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent implantable pulse generator (ipg) explant procedure. Patient is doing fine postoperatively. Facility does not allow return of implanted devices.